Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) reached early battery depletion.

Event description:
Event description guidant received info that this implantable cardioverter defibrillator (lcd) reached early battery depletion.